Event description:
A report was received that the patient underwent a explant procedure . The physician replaced patient's ipg due to charging difficulty. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The ipg exhibited normal charging and discharging characteristics.

Event description:
A report was received that the patient underwent a explant procedure . The physician replaced patient's ipg due to charging difficulty. The patient is reportedly doing well following the procedure.